Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. The device nor the internal paddles were returned to stryker for evaluation. The cause of the reported issue could not be determined. Not returned to manufacturer.

Event description:
The customer contacted stryker to report that their device was unable to deliver a shock when using internal paddles during a patient event. The customer used external paddles as the backup procedure. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.